Manufacturer narrative:
Based on the device evaluation, the iabp unit was functioning as intended with no non-conformances identified. The issue was determined to be related to a damaged external not getinge cable. Therefore, the problem is not reportable. The cause was determined to be user error. Please cancel mfg report number 2249723-2026-0002567 in you database.

Event description:
N/a.

Event description:
It was reported by the customer that prior to use, the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) pressure transducer cable was not going into port properly. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.